Event description:
A 3.5 x 33mm cypher stent was chosen to treat a lesion in the left anterior descending artery. The stent was placed, however, it could not be inflated as there was a leak from the hub. It was noted that there was a crack on the hub, which was not apparent when the product was removed from the package. The procedure was completed by using another stent.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.